Event description:
Surgeon advised two n-hance rods implanted approximately 1.5 years ago, were noted as broken on follow-up x-ray. Patient reportedly is asymptomatic and surgeon has no plans for removal at this time.

Manufacturer narrative:
Additional information has been requested. Subject device currently remains in the patient. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.